Manufacturer narrative:
One mallinckrodt endobronchial tube device was returned for evaluation in a sample bag along with its original opened unit pack. The reported failure could not be detected on the sample returned for evaluation, however, a CAPA has been initiated for the reported issue. (B)(4).

Event description:
It was reported by a customer in (B)(4) that, during prior to use test, the endobronchial tube cuff inflated asymmetrically. The stylet was removed without changing the result. There was no patient involvement.

Manufacturer narrative:
(B)(4).